Event description:
It was reported that the device had an unexpected short battery life. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) date (B)(6) 2013, alert on the same day. Additional alert on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 6947, implantable tachy lead, 2010 (B)(6); 4076, implantable pacing lead, 2010 (B)(6); 4196, implantable pacing lead, 2010 (B)(6). (B)(4).